Manufacturer narrative:
Please refer to the corrected and updated analysis report. (B)(4).

Event description:
It was reported that the physician programmed the subject pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the physician programmed the subject pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored.

Event description:
It was reported that the physician programmed the subject pacemaker in the box and let the programmer session opened during implant. After leads connection, the inductive telemetry head was placed under a sterile field in order to program parameters. Ten minutes later, the implantation was finished and the sterile field was removed. From that moment the programmer screen froze and reprogramming was impossible. After logging out and then logging in, normal behavior was reportedly restored.